Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was admitted to the hospital on (B)(6) 2012 with power increases observed at home and on admission. The patient described a "grinding sensation" in the chest. An x-ray on (B)(6) 2012 and a CT on (B)(6) 2012, lead to the "diagnosis of outflow bend relief dislodgement." The patient is now listed for a 1a transplant due to vad related complication.

Manufacturer narrative:
The patient remains ongoing with the implanted device. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.